Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient expereinced g5 app not making sounds for low/high notifications. Patient was advised to forget paired device in (B)(6) device settings, reset (B)(6), remove and reinstall g5 application. Dexcom representative relinquished transmitter, which was successful; transmitter paired with smart device. Patient was advised to check notifications and sounds are enabled and volume is turned up. Patient reported that repeated calls was set on don't disturb: had patient disable it. No additional patient or event information is available.